Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and axillary siliconoma.

Event description:
Pharmacist reported a left side rupture and axillary siliconoma. Device explanted with capsulectomy and replaced.